Manufacturer narrative:
(B)(4). This complaint was confirmed based on information provided by the patient. Labeling was reviewed and found to be adequate in regard to this issue. The cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).

Event description:
The hp had reused his single use drain line extension. The baxter technical service representative (tsr) instructed the hp to change drain extension. The nurse (rn) contacted the global product surveillance (ps) on (B)(6), 2011. Ps informed the rn that the hp had reused the single use drain line extension. The rn stated that the hp was continuing with therapy with no problems. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This incident was determined to be caused by use/user error. There was no allegation of a product malfunction therefore no batch review will be performed.